Event description:
Ventilator stopped working. Alarms sounded and displayed an error code 9908. Nurse was standing at the bedside. Patient was removed from ventilator and ambu bag used until another ventilator was brought in by the respiratory therapist.